Event description:
Reporter alleged blood glucose results of 298mg/dl and 65mg/dl obtained on the advantage system within 4 minutes. Reporter stated customer then ate breakfast: orange juice, cereal with milk, strawberries, 1/2 banana, and egg. A request was made for the return of the suspect device and replacement product was sent.